Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation surgery with two 450cc mentor memorygel breast implants experienced fibromyalgia, pain, fatigue, depression, anxiety, breathing issues and memory issues post procedure. As a result, patient had an explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).